Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The patient stated they had not disconnected and there were no open clamps on any of the unused supply lines. The patient stated the floor was wet, however they were unsure if the connection to the supply bag had been loose, or if the bag was leaking. The technical service representative (tsr) assisted the patient in clearing the alarm and advised the patient to complete therapy using manual supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.